Manufacturer narrative:
The tech found switch 10 and 3 on the right ucm stuck because of fluid ingress due to torn label. The tech replaced the label, caregiver board and gasket to repair the bed.

Event description:
Info received indicates the service required light is on and there are multiple 20-36 codes on the bed.